Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that this right atrial (ra) lead exhibited an allergic reaction and was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lead was explanted.

Event description:
It was reported that this right atrial (ra) lead exhibited an allergic reaction and was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lead was explanted.